Event description:
It was reported that a manipulation under anesthesia and injection of periarticular pain cocktail was performed to a patient due to right knee stiffness, status post total knee arthroplasty revision.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and although it was reported that an mua was preformed no procedure documentation was provided for review. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported instability cannot be determined however, during the revision it was found that the polyethylene was dissociated from the base plate, and this is likely a contributing factor to the instability. The patient impact beyond the revision itself cannot be concluded. Information around the patient¿s post operative rehabilitation prior to this mua was not provided. No further medical assessment is possible at this time based on the information provided. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by (B)(6). A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information, surgical procedure/post-operative care review, and device labeling (including technique guides, ifus, etc.).